Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30674587l, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. It was reported that during an afib procedure under general anesthesia, during the mapping phase, anesthesiologists noticed a depreciation of vital parameters and decreased blood pressure. Transesophageal eco showed fluid in the pericardium, thus a pericardiocentesis was performed to drain the blood. As the amount of fluid drained was increasing, it was concluded that to address the bleeding, that the patient needed open chest surgery to stop the bleed. The patient was transferred to the or and the surgeons found a perforation in left atrial appendage (laa). The patient was transferred to the ICU post-op. The surgery was delayed 120 minutes due to the reported event. The procedure was not successfully completed. No fragments were generated. The patient did have to undergo other medical intervention as they had surgery. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was the procedure. The medical intervention provided was pericardiocentesis and sternotomy. The patient outcome of the adverse event is improved. The patient required extended hospitalization because of the adverse event, the patient stayed an extra 7-10 days for recovery after sternotomy and complication. A transseptal puncture was performed using a biosense webster, heartspan ts needle and a preface sheath. Prior to noting the cardiac tamponade ablation was not performed. There was no evidence of steam pop. A smarttouch sf irrigated catheter was used in the event with the flow setting of 2ml standby, 8ml <30w; 15ml>30w. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The force visualization features were, graph, dashboard, vector, visitag. The visitag module was used, the parameters for stability used were 3mm position; 3s time; 3g force over 25%time; tag size 2mm. Additional filter used with the visitag was tag index max value 320 pst, 450 ant. Color option used prospectively was tag index. Mapping of laa was done with pentaray. However, both catheters were used for mapping. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure and it may require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. This report is for the pentaray nav. The thermocool smarttouch was reported in manufacturer report number 2029046-2022-00575.